Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet could not charge on its dock, with a single green light flicker followed by no further charging, which was resolved after the user repositioned the device on the charger and tried a different power outlet. Symptoms included no clinical effects. Outcomes included no impact on health or medical care. Investigation included user troubleshooting and education by support. Investigation of this case revealed that incorrect device placement or power source selection was the likely cause of the initial charging failure, and normal function was restored after proper placement and outlet change. It was concluded that the device functioned as designed and that user technique contributed to the event.